Event description:
The reporter stated the surgeon attempted to insert a 21.0 diopter cq2015a collamer aspheric three piece lens but the lens felt tight upon insertion and the haptic tore. There was patient contact but no injury. The reporter stated they felt the cause of the torn haptic was due to the injector but the injector may have been used too many times. The injection system used has not been approved by the manufacturer for use with this model lens.